Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found plunger clamp eject pin stuck in up position in the reported problem area of the pipette assembly. Replaced plunger clamp. Also inspected arm assembly and replaced plunger clamps on position #9, 10, 2. Found worn 2 pole ribbon cables and replaced them. Replaced primary cable and cable 70 on army assembly. The instrument was tested without further problem. Repairs have returned this instrument to expected operation.